Manufacturer narrative:
On october 26, 2020, mentor received the following additional information: the date of event was (B)(6) 2020, the patient's age at the time of event was 55-years old, the patient's ethnicity is hispanic, the suspect medical device's location was the right side, the date of implantation was (B)(6) 2003, the date of explantation was (B)(6) 2020, and the suspect medical device was a 225cc mentor siltex round moderate profile saline (catalog: 3542630 lot: 237761). On october 27, 2020, mentor became aware that the patient's date of birth was (B)(6) 1965. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient also experienced unspecified symptoms associated with breast implant illness, left breast ptosis, and as a result, also underwent bilateral removal with enbloc/total capsulectomies and bilateral inverted-t mastopexy tuck. Reason for device explant and/or reoperation: generalized illness, material rupture. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4). Complications on the left breast/implant will be reported under mrn: 1645337-2021-04771 this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who underwent breast prosthesis implantation procedure with an unspecified mentor gel implant on an unspecified side, suffered breast implant rupture, post-procedure. As a result, the patient underwent immediate implant explantation surgery on an unspecified date.